Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console and logs were returned and reviewed. Console logs from the reported day of event are consistent with complaint and show that after 2 weeks of hemodynamic support, the console presented with placement signal not reliable alarm, which kept self-resolving and repeating. The console was tested, but the issue was not reproduced, and optical bench illumination was stable. The root cause of the console issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The automated impella controller displayed a 'placement signal not reliable' alarm. The intervention steps taken are unknown. No harm was reported to the patient.